Event description:
On (B)(6) 2014 at the (B)(4) it was reported that the water inside the tank of the hcu 40 serial number (B)(4). Was cloudy. The water was replaced with fresh water but it turned cloudy again. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4).. The device was evaluated in the engineering laboratory and the cloudy/discolored water phenomenon was reproducible. The water discoloration was attributed to breakdown by uv light of the residual disinfectant cleaner used during the cleaning process and its reaction with metal parts inside the device leading to formation of ferrous oxide.the root cause was determined to be an inadequate/incorrect cleaning process. (B)(4).